Event description:
Additional information received identified prior to the surgery the patient experienced multiple fall.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the ipg replacement surgery (reference MFR. Report# 1627487-2017-03230) the physician observed a lead migration (model 3163). The lead was explanted during the surgery. Effective therapy was restored postoperatively.